Manufacturer narrative:
(B)(4).

Event description:
Patient's mother had called technical support on (B)(6) 2016, after receiving the update tool bundle (utb), to get help upgrading the g4 receiver to g5 firmware and left her number for a call back. Patient's mother did not receive a call back and was unable to upgrade system. On the night of (B)(6) 2016 patient experienced a hyperglycemic event and was not using the continuous glucose monitoring (cgm) system as it had not been upgraded.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 02/06/2016, to report that the patient was taken to the emergency room (ER) for high blood glucose (bg) on (B)(6) 2016. Patient was not wearing the dexcom continuous glucose monitor (cgm) at the time of the reported event. Patient had not used cgm since at least (B)(6) 2016. Patient's mother reported that the patient's bg was over 600 mg/dl so she took him to the ER. At the time of contact, patient was reported to be in stable condition. Patient's mother was not sure if medications were used. No additional event or patient information is available. There was no alleged malfunction against the device. The complaint states that the patient experienced hyperglycemia, resulting in medical intervention. It should be noted that diabetes mellitus is a known cause of hyperglycemia.